Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m126450 with internal positive quality control samples and negative quality control swabs. All tests were run in duplicate, were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m126450 and test base part number 190-430 / lot m126450 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m126450 showed that the complaint rate is 0.009%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Reference MFR. Reports: 1221359-2020-00389, 1221359-2020-00390 and 1221359-2020-00391. The investigation is not complete. A supplemental report will be submitted after completion.

Event description:
The customer reported false negative results involving four patients. This is report four of four. The customer reported a false negative result on a kitted deep throat swab with the ID now covid-19 assay performed (B)(6) 2020. Information regarding use of viral transport media was not provided. Sample collection with a vir-swab fa heinz herenz occurred a few minutes later for confirmation testing with pcr (not further specified). Results were positive (CT 32.7). The customer confirmed that there was no death, serious injury, or delay in medical intervention or treatment based on the results of the ID now covid-19 test results. The patient was experiencing fever, malaise, fatigue, and shortness of breath for an unknown period of time prior to the time of testing. The patient's vital signs at the time of testing were: hr: 103/min, rr 19/min, blood pressure 178 / 86 mmhg, spo2: 91%, temperature: 37 c°. Computed tomography (CT) of chest showed a typical picture of sars-cov-2 infection. Patient was admitted to the hospital and diagnosed with respiratory insufficiency/viral pneumonia. As of (B)(6) 2020, the patient remained hospitalized and in stable condition. The patient's medical history is significant for insulin dependent diabetes mellitus and hypothyroidism. The patient's accompanying medical therapies included: abasaglar® (insulin glargine) 100 u / ml solution for injection, actrapid® (human insulin) flexpen 100 international units / ml solution, clexane® (enoxaparin) 4000 iu (40 mg) / 0.4 ml solution for injection, 21.72 mg codeine - 1 a pharma® (codeine) 16 mg / ml oral drops, euthyrox® (levothyroxine) 88 microgram tablets, iprabronch® (ipratropium bromide) 250 micrograms / ml, solution for a nebulizer, 20 mg prednisolon stada® (prednisolone), and 1.5 mg salbutamol-ratiopharm® (salbutamol) inhalation. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.